Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The batteries was returned to the manufacturer. Functional testing found that the component would not hold a charge.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would power off when the site switched outlets or moved the system. A representative confirmed it was plugged in over night and the system still powered off when unplugged for 15/20 seconds. There was no patient present.